Manufacturer narrative:
Upon completion of the investigation it was concluded that the cot did not drop. It was confirmed that the fowler dropped/drifted down due to a misadjusted fowler cylinder. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the cot dropped at the head end. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cot dropped at the head end. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.